Event description:
On 12/16/96, an erratic result was received for the vaproic assay on the analyzer. According to the account, the pt had come in to the ER for a baseline sample (results not given) and was drawn five hrs later after being dosed, which is when the erratic results occurred. An initial result of 20 mg/l was repsorted, which was obtained from the primary tube. The physician questioned the results and requested that the peak sample be rerun. The confirmed, retest result was 87.6 mg/l. A corrected report was sent to the physician. No report of injury.

Manufacturer narrative:
Investigation summary: the event represented is not addressed in the device labeling.the malfunction did occur. This reportabel MDR event was investigated as part of an ongoing study of the axsym systemby abbott into the causative reason for malfunctions. Results of the investigation yielded a number of system enhancements implemented on customer units. Improvements included axsym system software version 3.0 with enhanced algorithm for fluid detection, new buffer tubing and seal fittings which reduced bubbles forming in tubing lines, modifications to the liquid level sense board to decrease sensitivity of the instrument to electrostatic discharge, and packaging modificatons for added protection to probes. In addition, abbott has emphasized to our customers that correct operating procedures must be followed to ensure optimal performance of the axsym system. Areas that were emphasized included probe crash recovery procedure, recommended tube sizes and types, opening reagent bottle 4, proper loading/unloading of reagent packs, and ensuring proper sample and reagent handling. This is the final report.